Event description:
Additional information was received from patient's representative stating that the patient reported that the handset was slowing down again. Caller stated that the screen was getting stuck at 90% and it would take them 2 minutes to proceed. Agent assisted caller deleting the data. Caller was not able to connect the external device during the call as the patient was currently sleeping. Caller will call back if further assistance is needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient representative (rep) regarding a patient receiving intrathecal medication via an implantable pump for spinal pain indications. The patient rep reported the personal therapy manager (ptm) device was stuck at 90% for like 5 minutes when they were trying to bolus. The patient rep stated they went to the healthcare provider (hcp) and were advised to contact patient services. The patient rep also mentioned that when they first received the handset, it connected immediately. Agent reviewed data and assisted the patient rep in deleting the data. The patient was unavailable during the call. The patient rep would call back if they need further assistance. For the event date, patient rep stated since 3 weeks after the patient was implanted ((B)(6) 2025), confirmed (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient representative (pt rep) stating that the handset was lagging again and that the issue persisted despite clearing the data multiple times. Pt added that when the handset did turn on, it would enter a type of 'safe mode' and at times the handset could not locate the pump. Pt stated that, because of these issues, getting a bolus had been difficult for the patient. Agent redirected caller to healthcare information technology for further assistance.